Manufacturer narrative:
H3: neither sample nor pictures were received for the analysis of this complaint. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump displayed an error message stating ¿cassette not attached¿ and prompted the user to reattach the pump. The pharmacist advised checking for any tubing protruding from the pump that could interfere with the sensor; however, none was observed. The patient also attempted to clean the pump sensor, but the error persisted. The patient planned to prepare a new cassette and attempt reconnection. The flow rate, volume delivered, and pump position at the time of the event were unknown. There was no confirmed patient involvement or reported harm. The patient had access to a backup device and was able to continue the infusion successfully.